Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced an event where infusion set tubing was detached/ broken at the site connector. The event occurred on (B)(6) 2024. Patient also faced high blood glucose level. Blood glucose level was 400 mg/dl at the time of the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.